Event description:
Upon awakening after using the product for four consecutive nights, a pt experienced severe pain in her eyes. She went to an ophthalmologist who told her that the film over her cornea had eroded possibly because the product caused her eyes to dry out. The pt is recovering.